Event description:
On (B)(6), 2009 an mr technician at the (B)(6) hospital located in (B)(6) reported a case of a localized burn on a pediatric patient's neck following surgery for a chiara decompression. The surgery occurred on (B)(6), 2009, however the lesion did not manifest until 24 hours later. At the time of the report to imris the patient had been discharged. When the event was reported to imris we were advised that the sah coil had been used for three similar surgeries after the incident, with no reports of reoccurrence, errors or problems. Imris continues to investigate, and has not yet confirmed whether or not the imris sah coil was a contributory factor in this event.

Manufacturer narrative:
The imris device is being evaluated. A follow up report will be provided at the conclusion of the evaluation.